Event description:
It was reported that the patient presented for a routine device check. It was discovered that the patient's right ventricular (rv) lead exhibited a low pacing impedance and episodes of noise oversensing. No intervention was performed, and the patient was stable.